Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of head and liner from a patient who had his primary procedure done on in either 2007-2008 by the surgeon. Patient was unstable due to the lip on the liner being position in the wrong position from the previous surgery. Side was the left side. New liner and head implanted with the orientation of the lip position differently. Awaiting customer service to search for usage of the poly removed. Unable to read implant due to damage of the liner when removing, but I was able to get used of the head. Doi: unknown, dor: (B)(6) 2022, unknown hip.

Event description:
1. Can you confirm the primary surgery date or the original implantation date? (B)(6) 2016, this date was also for a head and liner exchange but I have not been able to locate anything further for the primary surgery. 2. In the event description you mentioned: "patient was unstable due to the lip on the liner being position in the wrong position from the previous surgery." Did this statement come directly from the surgeon? Yes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.